Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the pump displayed alert 38 for a motor stall, after which the user restarted the device, performed a successful dry run, and then completed a full supply change; the issue is consistent with a failure to infuse and relates to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified, with the medical device problem categorized as failure to infuse and the implicated component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.